Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr xl acetabular hip with a summit stem on her right side. Since the surgical implantation, patient has experienced swelling, pain, complications with the opposite hip, elevated levels of metal ions, and problems with mobility. Additionally, it is alleged that patient will need revision surgery. Update 3/26/2012 - part/lot information was identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 6/25/2015 - sales rep reported revision surgery. Patient was revised to address metallosis. Due to previously alleged elevated metal ion levels, the stem and sleeve are being reported. The stem remained in situ. This complaint was updated on 07/08/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.